Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was selected for use. Transeptal access was obtained using a versacross device, the atrium was extremely dilated and the physician struggles to get the device into the fossa. After getting the device into place, the physician performed an atriogram per the normal workflow for the pfa procedure. The versacross was exchanged with the faradrive sheath but got some issues getting the sheath across the transeptal puncture. Tried to predilate the puncture with the faradrive dilator, but wasn't able to get the dilator to cross. The faradrive was replaced with a second faradrive and the same issue occurred. At this time, the anesthesia team noted issues with the patient blood pressure, the intracardiac echocardiography (ice) was checked for effusion and nothing was found initially. Then, a transesophageal echocardiography (tee) was performed and the effusion was observed. The procedure was aborted to perform a pericardiocentesis and 1900 cc of blood were pulled back. The patient was taken to the operation room to perform a pericardial window as the issue persisted after the tap. The patient was admitted for further observation and its expected to fully recover.